Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the endopouch bag broke near the base of the bag while trying to remove it from the trocar site. Surgeon then used graspers to retrieve the contents and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r9489p. The analysis results confirmed that the pouch device was returned fully deployed, the bag cut. Following precautions should be taken: (do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents.) (Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments.) (Excessive forces should be avoided during bag extraction.) The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.